Manufacturer narrative:
The contribution of the device to the reported event could not be determined as the device was not returned for evaluation. The root cause of the event could not be determined from the information available and without device evaluation. If the device becomes available for evaluation, a follow-up report will be submitted.

Event description:
It was reported that during a labrum-refix surgery with push lock the wire loop tore due to the pulling force when shuttling the suture. There was no harm for patient, operator or third party reported. The surgery was finished successfully with a new device with the same part number. It was not necessary to switch the surgical technique or do a second surgery.

Manufacturer narrative:
Additional information: b5, d9, g3, h3, h6. Complaint is confirmed. Visual inspection revealed the lasso tip of the suture of the suturelasso¿ sd, 25° tight curve right had broken. Functional testing could not be performed due to the damage to the lasso. The most likely cause of the reported failure can be attributed to user error of the device due to excessive force used when pulling the suture with the lasso.

Event description:
Update 23-jan-2024 dw: further information were provided that the loop "bursted" outside the patient.